Manufacturer narrative:
The initial medwatch report (date of event) indicates: (B)(6), 2017. The initial medwatch report (date of event) should indicate: (B)(6) 2017. Physio-control downloaded the electronic records from the event for review.  Through analysis of those electronic records, physio verified the reported issue.  Physio observed seven (7) power off/on cycles over a period of 2 minutes 40 seconds.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the power pcb assembly, battery power cable assembly and both batteries. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. Contact corrosion at j11 and p11 can potentially cause an excessive voltage drop during defibrillator charging which may result in the device losing power unexpectedly.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off during patient use. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device was experiencing issues powering on and powering itself off. There was no patient use associated with the reported event.